Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No frozen screen anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and unresponsive button error. The customer's blood glucose value was unknown. Customer stated the insulin pump displayed dead battery only and when he removed the battery he got blank screen. The customer reported no response from any buttons and frozen display recurred. Customer reported the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer was unable to clear the pump errors, power loss alarm and program insulin pump. The device will be returned for analysis.